Event description:
Reportedly, this ICD pt received an inappropriate shock due to oversensing. A reintervention was performed on (B)(6) 2012 and the defibrillation lead (non sorin lead) was replaced by a new non sorin lead. Because the egm baseline signals were still noisy and to avoid a potential new re-intervention in a few weeks of this young pt, the ICD was replaced and returned for analysis. No noisy signals were observed with the new sorin ICD.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.